Event description:
Tap. It was reported that 165 days after implantation of a 2.5x24mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the obtuse marginal artery. Percutaneous transluminal coronary angioplasty was performed using a 2.5x15mm maverick balloon. A 2.5x24mm taxus stent was deployed in the obtuse marginal artery in the region of the lesion. "Resumption of antegrade flow" was noted. The procedure was noted to be "successful". The pt presented 165 days after the initial procedure, with a 100% in-stent restenosis in the proximal and mid obtuse marginal artery. The lesion was pre-dilated with a 2.5x15mm balloon (type unspecified). A 2.5x28mm non-boston scientific stent was then deployed in the region of the lesion. "Post-dilating was done with the stent balloon." Subsequently, a 3.0x28mm non-boston scientific stent was placed proximally and deployed in the region of the lesion. The pt received repro and heparin during the procedure, and plavix and aspirin after the procedure. A post-intervention residual stenosis was not reported. Pt complications were noted as "none". The pt's condition was reported to be "satisfactory/good".

Manufacturer narrative:
The complainant indicated that the stent remains inplanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number is unknown, the shop floor paperwork could not be examined.